Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an intermittently responsive keypad, which prevented the programming of a bolus. The blood glucose reading was 7.8 mmol/l. The caller stated that the insulin pump also alarmed button error, as well. He noted that the insulin pump had been bumped along side his bed while he was changing within the past week. No other significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.